Event description:
Report received of an overdelivery. The customer contact indicated the event was the result of an operator error in programming the device. The pump was programmed to deliver hydromorphone with a concentration of 0.4mg/ml instead of the intended 1mg/ml, in the continuous mode at an unspecified rate. Further pump programming parameters were unavailable. After an unspecified length of time, the nurse "observed the pt's respirations were absent for about one minute." It was reported that a code was called, one dose of narcan 0.4mg was administered, and "the pt responded immediately; woke up alert and oriented." The pt did not require ventilatory support during the code and reportedly recovered. At this time, the pump programming was changed to the pca only mode. Reportedly, one hour later, during routine pump programming confirmation, the nurse noticed the error in programming. The pump was reprogrammed to the intended drug concentration, and therapy was resumed. The pump remained in clinical service. There were no reported adverse pt sequelae. Though requested, no addtional info was provided.